Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was inaccurate. There was no reported patient present. It was reported that the cause of the inaccuracy was due to the site scanning the wrong exam.

Manufacturer narrative:
Software analysis completed. It was reported that based on the information provided,  the software is functioning as designed. (B)(4). If information is provided in the future, a supplemental report will be issued.